Event description:
It was reported that there were 3 tubes that have all split just below the barrel. They split while in use with the patient resulting in an emergency tube change by caretaker.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4 - lot #, d4 - expiration date, and h4 - device mfg date: additional information d9: date returned to mfg.: 6/18/2025 d4 - primary UDI number, h3 and h6. Codes: updated. Device evaluation: received three (3) of the suspected devices in used condition. Three (3) customer images were returned showing the split barrel. As received, all three device samples were observed to have a split tear on the proximal end of the shaft, nearest to the blue connector end. The complaint of damage can be confirmed. The probable cause is due to excessive pressure from the adhesive removal tool during manufacturing, which may create micro-tears in the tube leading to the condition. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.